Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air within the tubing and insulin not properly dripping out of the tubing. Upon investigation, it was found that the customer's luer lock connection was loose resulting in air bubbles. The connection was reconnected, ensuring it was a tight connection and insulin was observed to be dripping out of the infusion set tubing. Customer's blood glucose level was 119 mg/dl.